Manufacturer narrative:
(B)(4). Implant date - 2011. Medical product: unknown tibial component. Unknown articular surface. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2016 - 02470, 0001822565-2018-02147. Remains implanted.

Event description:
It is reported that the patient has instability, pain, loosening, fallen several times and ambulates with a cane on post knee arthroplasty.

Manufacturer narrative:
Upon receipt of additional information, this event will be reported under MFR# 0002648920-2018-00430.